Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was determined to not be a product problem; review with development engineer determined that the porous component has been cleared for both cemented and cementless use and this is also in the IFU. DHR was reviewed and no discrepancies relevant to the reported event were found. The product operated within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that the patient underwent a knee arthroplasty and a cementless femur was implanted using cement, causing distress to the patient.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient has suffered from distress, likely caused by the patient's prior surgical procedure. Attempts have been made and no further information has been provided.